Event description:
Pt one day post surgery for dual chamber pacemaker insertion had loss of sensing from atrial lead for a second time. Dislodgement of atrial lead into the tv ring was confirmed using fluoroscopy. Pt was returned to surgery for replacement of the atrial lead.